Manufacturer narrative:
(B)(4). Pending device eval.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Current aneurysm size is 53.4x42.2 and the proximal neck diameter is currently 38-39mm. During a follow up visit an angiogram revealed a proximal migration with no signs of endoleak. The bifurcation had migrated due to disease progression and neck dilatation. The physician performed an intervention and explanted the stent grafts. The intervention was completed successfully. No additional clinical sequelae were reported and the patient is doing fine. A review of returned images 3- 1/2 years post-implant revealed that the stent graft was positioned in the aaa sac, approximately 4cm below the renals. The neck diameter just below the lowest right renal was approx 40mm and contained thrombus (28mm flow lumen). The proximal neck was also angulated. The proximal stent graft od was 33mm. The max diameter aaa is 5cm; no proximal type I endoleak is visible but it is uncertain if the aaa is being pressurized. The ipsi limb is placed into the right common iliac, and the contra limb into the left common iliac. There is significant thrombus seen within the bifurcate aortic body, and both limbs are patent. There is also a taa in the descending thoracic; approx 4.5cm max diameter. Earlier post-implant images were not provided.

Event description:
The device was returned and its evaluation is complete. The device was returned with several large excision cuts along the length of the bifurcate aortic body. A significant amount of organized tissue was seen within the aortic body, extending proximally above the bare springs. Several small fabric tears were observed around the perimeter of the aortic body. The cause of these tears was likely due to abrasion and crease fatigue, and it appears that these tears were likely covered by the organized tissue within the stent graft aortic body. Several abrasion related tears were also seen near the bifurcate gate and likely caused from the underlying contralateral limb, and a single spring abrasion hole was seen near the mid-length of the ipsilateral limb which was covered by the ipsilateral extension. No other device integrity issues were observed, and the device was confirmed to have met all manufacturing specifications prior to shipment.